Manufacturer narrative:
The 2.8mm quick release drill was visually inspected upon its return. The drill was confirmed to have broken in the middle of the cutting flutes. Calipers were used to measure the drill and found the following measurements: cutting flute diameter 0.108", remaining cutting flute length 0.3670", broken length .783". The drill was then inspected under magnification to evaluate the fracture pattern. The cutting flutes did not show any sign of de-spiraling, which can be seen during high torsional forces on the drill tip. The fractured surface of the drill shows no signs of beachmarks indicating this was not a fatigue fracture. Additionally, a small chip off the leading edge of the cutting flute is broken.

Event description:
While using a drill during an orthopedic surgery, the drill broke inside the patient. There was a 20 minute delay in surgery as a result.